Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the blade failed to deploy. There was bleeding around it during the procedure and the area was sutured. Unsure of how procedure was completed. Pt hospitalized for 2 days for pain control due to surgery.